Manufacturer narrative:
The event date is approximate. Product was not returned to confirm a malfunction has occurred. H3 other text : product not returned to manufacturer.

Event description:
The consumer alleged that the brush head broke while brushing creating a sharp edge that chipped their tooth. The break caused small parts that could pose a choking hazard. There was no report of serious injury.